Event description:
Account states that a cold pack popped open when being activated, allegedly spilling/spraying cold pack contents. A pt allegedly suffered corneal abrasion as a result of pack content spraying into their eyes.